Event description:
I am sending to you a front and back copy of a heat patch I brought from (B)(6). I brought 2 of them and the one I used burned my skin within seconds and my skin was red and hot to the touch, I never used the second one because of that, however I still have it. I first contacted the owners of (B)(4) by email many times. I then wrote them a letter explaining what happened. I called the phone number and that number advises you not to leave a message unless you need medical attention as they will not call you back (strange). However I would not leave a message because I live in (B)(6) at least 2 hours from their office so I would not be able to get medical attention from them. After 4 months of me emailing and writing I have not gotten any response. I would like to have the remaining patch that I have tested to see what could have burned my skin so badly. It was made in (B)(4).